Manufacturer narrative:
Investigation summary: this memo summarizes the findings on your recent complaint 13330474 on product 249560 (vent aerobic 50 ea). The batch number was not provided. Customer reported lytic bottle blood exposure when using venting unit. After the lytic bottle was positive, the venting unit was inserted in the safety cabinet and blood was exposed to the ceiling of the safety cabinet. The cap was removed first and then set on the bottle. A review of past complaints over the past 12 months for the reported product does not indicate a trend for this issue. A bhr (batch history record) review could not be completed since the batch number was not provided. The testing of retain samples could not be completed since the batch number was not provided. No pictures or samples were provided for evaluation. Based on the investigation, the complaint was not confirmed, and no definitive root cause could be established for the reported defect. As no complaint trends are present at this time, no further action will be taken. Bd will continue to monitor trending for this issue.

Event description:
It was reported that after using one bd bactec¿ subculturing/aerobic venting unit, blood was exposed to the ceiling of the safety cabinet when the venting unit was inserted in the safety cabinet. User wore ppe and no health impact or consequence reported.

Event description:
It was reported that after using one bd bactec¿ subculturing/aerobic venting unit, blood was exposed to the ceiling of the safety cabinet when the venting unit was inserted in the safety cabinet. User wore ppe and no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.